Manufacturer narrative:
Manufacturer's ref# sf (B)(4). On investigation of the photo of the charger, the port looks melted. The trend analysis shows the usb-c connector breaks down mechanically. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Investigation is still ongoing, a final report will be submitted upon completion. (B)(6) 2023. Device iinvestigation confirm trend analysis. The clinical investigation concluded: it was reported that the charger made a sound when plugged in and burnt at the charging port. There was no harm to the user, who unplugged the device. There is no mention of harm to the property. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. In case of moisture, sweat or dirt in the connector, there can be high temperatures inside the connector due to power dissipation when connected to the charger plug. There can be melting of the plastic around the connector and is visible to the naked eye. It is highly unlikely that the user would touch in case there appears to be melting or high temperatures. In the unlikely event of the user touching this overheated device, it can lead to superficial or minor injury that would in most cases require no medical intervention. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation. Risk register conclusion reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a final report. No further follow up is expected.

Event description:
26may2023 it was reported: member brought preza charger into store yesterday stating it 'blew up'. Clarified that charger made a sound when plugged in and burnt at port where charger and cord meet. She unplugged charger and promptly brought into the store. No harm to people or property. Device is out of warranty, however extended courtesy replacement. Provider gave her a loaner charger/cord and told her to toss the cord that is at home.

Manufacturer narrative:
Manufacturer's ref# (B)(4) on investigation of the photo of the charger, the port looks melted. The trend analysis shows the usb-c connector breaks down mechanically. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Investigation is still ongoing, a final report will be submitted upon completion.

Event description:
26may2023 it was reported: member brought preza charger into store yesterday stating it 'blew up'. Clarified that charger made a sound when plugged in and burnt at port where charger and cord meet. She unplugged charger and promptly brought into the store. No harm to people or property. Device is out of warranty, however extended courtesy replacement. Provider gave her a loaner charger/cord and told her to toss the cord that is at home.